Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2012, a windows error message was displayed to the user. Orchestra+ shut down and restart were requested. The follow-up could have been performed without further difficulties after reboot of the programmer. An explanation is required.